Manufacturer narrative:
"Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
"Outer sheath broken: the controller was placed in the "1" position and the deployment grip was rotated to advance the inner sheath. Assuming that the inner sheath could have been advanced proximally, the device was advanced to the intended landing zone and an attempt was made to deploy the stent-graft by rotating the deployment grip with the controller in the "2" position. However, the deployment grip was unable to be rotated. Inspection of the delivery system revealed that the outer sheath had slipped out of the outer sheath connector on the gray stationary grip and the inner sheath had not been advanced proximally. As the stent-graft had not yet been deployed, the delivery system was able to be successfully removed from the patient. Procedure was continued using another relay pro device of a different size. Subsequently, the procedure was completed successfully. Physician's comment: since the delivery system was able to be successfully removed from the patient, impact on the patient could be minimized. The physician has requested an investigation to determine the cause of this event. Terumo aortic japan headquarters has instructed us to make the following inquiry. Your response would be appreciated. Is this complaint a recurrence of the failure reported in taa-0761? Operation type: tevar blood loss: there was considerable blood loss, but the exact amount is unknown. Image available upon request pre-case plan available upon request no additional information available due to hospital policy ancillary devices used: lunderquist extra-stiff wire guide, cook medical (tc# (B)(4)" patient outcome: "no health damage to the patient."

Event description:
"Outer sheath broken: the controller was placed in the "1" position and the deployment grip was rotated to advance the inner sheath. Assuming that the inner sheath could have been advanced proximally, the device was advanced to the intended landing zone and an attempt was made to deploy the stent-graft by rotating the deployment grip with the controller in the "2" position. However, the deployment grip was unable to be rotated. Inspection of the delivery system revealed that the outer sheath had slipped out of the outer sheath connector on the gray stationary grip and the inner sheath had not been advanced proximally. As the stent-graft had not yet been deployed, the delivery system was able to be successfully removed from the patient. Procedure was continued using another relay pro device of a different size. Subsequently, the procedure was completed successfully. Physician's comment: since the delivery system was able to be successfully removed from the patient, impact on the patient could be minimized. The physician has requested an investigation to determine the cause of this event. Terumo aortic japan headquarters has instructed us to make the following inquiry. Your response would be appreciated. -is this complaint a recurrence of the failure reported in (B)(6). Operation type: tevar blood loss: there was considerable blood loss, but the exact amount is unknown. Image available upon request pre-case plan available upon request no additional information available due to hospital policy. Ancillary devices used: lunderquist extra-stiff wire guide, cook medical (tc# bm240502281)" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.